Event description:
Same case as MFR report #: 2134265-2010-03769. It was reported that during a rotational atherectomy treatment procedure, a vessel perforation occurred. The 99% stenosed lesion was located in the mildly tortuous and calcified distal left anterior descending artery. Following placement of a pacemaker, the lesion was crossed with a non-bsc guide wire. A non-bsc balloon was then unsuccessful in crossing the lesion. The non-bsc guide wire was exchanged for a rotawire floppy guide wire. The rotawire floppy guide wire perforated the vessel during ablation. The 1.25mm rotalink burr was then advanced to the lesion, and two ablation runs at 160,000 rpms were completed. The burr then became stuck in the lesion, having perforated the vessel distal to the lesion site. A non bsc 2.5 x 15mm balloon was inflated to achieve tamponade. A pericardiocentesis was performed to remove blood from the pericardium. The patient experienced a drop in blood pressure, and following intubation the patient was taken to surgery. No further complications were reported, and the patient was discharged from the hospital several days later.

Manufacturer narrative:
User facility report #: (B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).